Event description:
The caller reported a delivery anomaly. The caller stated that the insulin pump history shows that a bolus of 10.4 units was delivered, but the actual amount was 0.4 units. The customer was not available to troubleshoot at the time of the call. Advised the caller that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.